Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size it was reported that approximately four months later, the patient had a type ib endoleak. The right stent graft limb had migrated to a position away from the right iliac and into the aneurysm sac. The patient received treatment with the addition of a stent graft limb at the flow divider of existing main stent graft body and an extension to the right external iliac. The right hypogastric was also embolized and the endoleak was confirmed as resolved. Per the physician, the cause of the event is suspected to be anatomy related. No additional clinical sequelae were reported and the patient is fine.